Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
It was reported the insulin pump had cracks near the battery compartment. Customer's blood glucose was unknown. No further information reported.